Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. The customer's site has two unicel dxi 600 immunoassay systems (serial numbers (B)(4)). The customer did not supply information on which of the unicel dxi 600 immunoassay systems was in use for this event. The customer did not supply the access accutni+3 reagent lot number, expiration date or date of manufacture the accutni+3 reagent was not returned for evaluation. The cause of the non-reproducible elevated access accutni+3 results cannot be determined with the available information. (B)(4). All mdrs associated with this report are: 2122870-2015-00138; 2122870-2015-00139; 2122870-2015-00140; 2122870-2015-00141; 2122870-2015-00142; 2122870-2015-00143; 2122870-2015-00144; 2122870-2015-00145; 2122870-2015-00146.

Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on their unicel dxi 600 access immunoassay system (serial number unknown) for a total of thirteen patients occurring across nine days. This report addresses one elevated patient result obtained on (B)(6) 2015. The initial elevated patient result was above the customer's normal reference range. The elevated result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Per the laboratory's repeat protocol, any result obtained above the normal reference range, is aliquoted, centrifuged and reanalyzed in duplicate. The patient's sample was reanalyzed in duplicate on the same unicel dxi 600 access immunoassay system and recovered within the customer's normal reference range. The reanalyzed, lower result was released from the laboratory. Calibration, system check, and quality control (qc) data was not supplied. The customer did state that qc has been performing within specifications. The samples were collected in lithium heparin plasma tubes. Centrifugation speed, temperature and time were not supplied.